Manufacturer narrative:
Additional information was received that the infection was located at the right flank of the ipg site. Symptoms were fever, pain and discharge at the pocket. The infection was believed not to be device or procedure related. The patient was prescribed antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Correction to fu #1 MDR in field (B)(4) should have been added.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure due to infection.